Manufacturer narrative:
Patient identifier and weight not available for reporting. Date of device breakage is not known. Additional product code: hwc. Initial reporter telephone not available for reporting. (B)(4). A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a locking compression plate (lcp) proximal femur plate for repair of a proximal femur fracture near a hip prosthesis on (B)(6) 2018 after suffering a fall. On unknown date it was determined the plate was broken at a screw hole after patient suffered another fall. Patient was returned to surgery on (B)(6) 2018 where the broken plate was removed and patient was revised to a new hip prosthesis. Procedure was successfully completed. Concomitant devices reported: cerclage-eye for 4.5mm screw (02.221.003, lot number unknown, quantity 1), cerclage fix for 4.5/5mm lcp (281.002, lot l367731, quantity 1). This report is for one (1) 4.5mm lcp proximal femur plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date: DHR review was completed. Part: 242.810s, lot: l315027, manufacturing site: selzach, supplier: früh verpackungstechnik ag, release to warehouse date: 21.feb.2017, expiry date: 01.feb.2027, the device history record shows this lot of 6 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Non-sterile 242.810 / h277800 was manufactured in us elmira. 26-sep-2018, part number: 242.810, lot number: h277800, part manufacture date: 03-feb-2017, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp proximal femur plate 10 holes/283mm-right product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device evaluated by MFR: customer quality conducted an investigation of the returned device. The implant was received with the reported condition of ¿broken (2+ pieces). Postoperatively: rm/si. The following investigation flow was performed: broken. It was visually observed that the implant had a roughly transverse break through the 5th most proximal locking hole. The balance of the device shows surface scratching and thread wear consistent with implant and subsequent explant the complaint condition is confirmed and the received condition agrees with the complaint description. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection: drawing: thickness of plate: 6.5 +0.7/- 0.2 mm. Width of plate: 18 +0.4/- 0.15 mm. Measured dimensions: width (proximal to breakage): 6.92 mm; conforming. Width (distal to breakage): 6.85 mm; conforming. Thickness (proximal to breakage): 18.35 mm; conforming. Thickness (distal to breakage): 18.34 mm; conforming. Device used: calipers. A device history review, was performed for the returned implant¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed: top level; no issues were identified. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Dcrm review performed showed that the proximal femoral lcp dcrm completely addressed the complaint condition. Corrected data: physical manufacture site. 510k. Manufacture date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.